Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No numbers ramping noted. It was unable to test for weak battery alarm due to no button response. The device was received with a cracked reservoir tube lip, cracked battery tube threads and cracked case at the display window upper right, lower left and lower right corners. The device also had moisture damage on the electronic assembly and moisture damage on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the numbers on the screen of the insulin pump started scrolling when the customer was trying to program a bolus. They removed and reinserted the battery and received a weak battery alarm. Mother confirmed there was condensation found inside the screen and it was difficult to read the display. They did not recall if the device was exposed to moisture. She also stated the insulin pump has a hairline crack between the reservoir and battery compartment. Customer's blood glucose value was 77 mg/dl. It was advised to have the customer discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.